Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker setscrew was failing to be tightened with a torque wrench. The pacemaker was not used. The physician continued to use another pacemaker and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event pacemaker setscrew could not be tightened to connect the right ventricle lead was confirmed. Analysis revealed the user of the torque wrench applied too many turns in the reverse direction which backed the setscrew out of the connector block socket and up inside of the septum which caused the setscrew unable to be aligned to be inserted back into the connector block socket. No device anomalies were found. The cause of the reported event was due to the user's use of the torque wrench.